Event description:
The ventilator lasted only for three hrs on the standard setting after charged overnight. The ventilator immediately transits to battery empty alarm, to low battery alarm, and then shut down within 60 secs. Timing of battery status alarms are not appropriate as warning prior to shut down. There was no pt involved in the incident. The problem was solved by replacing the battery.